Event description:
(B)(4). I had essure done in (B)(6) 2014 after the birth of our twin boys ((B)(6) 2014) which made #5 for us. We were sure we didn't want to have anymore children and even went through some what of a counseling session with our ob/gyn to make sure we were positive because we would not be able to have anymore if we changed our minds. I actually had the essure done in the hospital as an op procedure. So, in (B)(6) to our shock. We found out that we were pregnant again, almost 6 1/2 weeks. Needless to say I was devastated, couldn't believe it because I had made it up in my mind that we were done, never to think about pregnancy or babies again. I am now 23 weeks pregnant as of today (due on (B)(6)) with a baby boy. I had (and still have) concerns regarding the safety of having a healthy baby with the essure coils still both in place in my tubes and wonder how it will affect the baby, the rest of the pregnancy and/or delivery. I have had constant cramping and debilitating back pain with this pregnancy even more so than with my twin pregnancy and I truly feel like its because of the coils still being present. I am doubled over in pain most days along with daily headaches. Before this pregnancy, my symptoms were cramping, back pain, heavy periods, extreme fatigue, extreme bloating and decreased sex drive. Having this procedure done has been one of the worst decisions I've ever made and I pray that it is taken off the market before more women have to experience any of the previously mentioned symptoms or worse. My essure was paid for through my insurance.